Manufacturer narrative:
It was reported that introducer where the blue and white handle meets the clear catheter was crimping and they were unable to deploy the stents. It was first reported that it would be returned, but it was updated that it would not. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause due to the limited information and it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned. However, based on the procedure information saying that "the introducer where the blue and white handle meets the clear catheter was crimping and they were unable to deploy the stents", it is considered that delivery system was pressured due to patient's lesion during the procedure and deployment was tried in that situation. It was hard to deploy due to pressure, in which concentrated the force causing strong resistance, resulting in deployment failure. This complaint is assumed that it was malfunction due to pressed by patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
The introducer where the blue and white handle meet the clear catheter was crimping and it was unable to deploy the stent.

Manufacturer narrative:
It was reported that the introducer where the blue and white handle meet the clear catheter was crimping, and it was unable to deploy the stent. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The introducer where the blue and white handle meet the clear catheter was crimping, and it was unable to deploy the stent.